Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: product code: pui81002 lot number: 144142 release to warehouse date: 29.may.2024. Expiration date: 30.apr.2029. Supplier: (B)(4). Manufacturing site: medos int. Spine. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study no: (B)(6). Subject ID: (B)(6). Clinical adverse events received for dural tear device and procedure(relatedness) device related: not related. Procedure related: possible. Date of event: (B)(6) 2025. Date of implant: (B)(6) 2025. Date of revision: no information provided. Device location: lumbar spine: l5-s1. Treatment/impact: surgical intervention not for the study spine segment- specify: dura repaired with tissue sealant during procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.